Event description:
It was reported that anti-tachycardia pacing and cardioversion delivered for probable atrial flutter with 1:1 conduction. The discriminator failed to withhold therapy and patient received inappropriate shock. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0185, boston scientific lead, implanted: (B)(6) 2008; (B)(4) stent graft, implanted: (B)(6) 2010; (B)(4), stent graft, implanted: (B)(6) 2010. (B)(4).